Manufacturer narrative:
The device remains implanted and continues to function as intended. The root cause for the reported cva has not been identified. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a patient with a pericardial aortic valve diagnosed with a right hemisphere cva 5.5 years after aortic valve replacement. Records retrieved from cardiologist indicate patient's cva is likely cardioembolic. The patient had normal imaging of his carotids and a holter monitor didn't show any evidence of atrial fibrillation. Assesment states cerebral embolism with cerebral infarction. He was placed on coumadin in addition to low dose aspirin and recovered without neurological deficit. Patient is noted to have history of benign essential hypertension, hyperlipemia and coronary atherosclerosis of native coronary artery. Patient is being monitored.